Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed.

Event description:
It was reported that during the implant procedure, the guide wire became stuck in the right ventricular (rv) lead and was difficult to pull out of the lead. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.